Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer found that the drawer 1 had a matrix failure and would not close and removed the rear panel and found the drawer chassis where the solenoid, sensors, and controller are mounted was loose. Removed the drawer from the chassis, secured the four screws and reinstalled the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer had failed, and the drawer contained the return bin for narcotics. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.